Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that his right atrial (ra) lead had dislodged post implant. The device was reprogrammed and a repositioning has not been booked. No adverse patient effects were reported, the patient was not pacemaker dependent and no asystole was noted.